Manufacturer narrative:
The scope serial # (B)(4) was received at service repair. Evaluation determined that the reported issue of image/black screen was verified. The c-cap cover was detached and the scope electrical continuity reading failed testing. Broken strands found on the bending section with no sharp edges found. Based on the evaluation, the issue reported was attributed to the broken strands found on the bending section and is likely attributed to mishandling.

Event description:
It was reported that an image problem occurred on a scope device. According to the reporter, the scope was plugged in during set up found no image and only black screen was showing. Another scope was used and worked with no issue reported. There was no patient harm or injury was reported. The reported event occurred prior to the procedure.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updated sections.